Event description:
Angiodynamics has received a notification of a product issue ("serious safety event") with a schon dialysis catheter. No additional information was provided. During secondary review it was determined to report this case conservatively based on the words of the customer. No reported harm to the patient.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. A review of the of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. The complaint could not be confirmed and the root cause could not be determined.